Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 5, 2025. Section h3: evaluated by manufacturer? Yes. Device evaluation: the complaint handpiece was received. No lens was received for evaluation. Visual inspection under magnification revealed the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge was damaged and with the cartridge tip portion cut off and missing. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement. No lens was received for evaluation. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as it is not a united states format. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was felt stiff, tight at the time of advancement. When the customer advanced the lens it folded. The doctor inspected the device under a microscope to see if they could deploy it but saw that it was folded. The iol did not contact the eye and the doctor used a backup iol to complete the procedure. They do not know if the iol was already folded or if they folded it when trying to advance it. The customer indicated the problem is not related to use error. There were no medical interventions such as incision enlargement, vitrectomy or sutures. No further information was provided.